Event description:
It was reported that a user setting up a new ilet device experienced an issue after filling the tubing where the interface would not accept confirmation to proceed, despite firmware being current and training completed. The device appeared to have been factory reset and later confirmed as reset via notifications, after which a restart through the mobile app and guided setup and supply change enabled successful transition to bionic mode. No reported clinical effects. Outcomes included no reported impact on daily activities or medical care. Investigation included remote technical troubleshooting and user education. Investigation of this case revealed that the device software required restart and reconfiguration, after which normal function was restored. It was concluded that the device operated as intended following reset, with no device malfunction confirmed.